Event description:
Reportedly, in the pci procedure to heavily calcified lesion at rca #1- #2, antegrade approach was attempted with several guidewires including the subject one, no guidewire could cross the lesion. Physician change the strategy to retrograde approach, advancement of asahi gaia third, unknown guidewire, subject asahi gaia second were used in this order. Coil deformation damage was found with gaia third, so that the guidewire was removed out. Procedure was continued withother cited guidewires.

Manufacturer narrative:
(B)(4). Coil wire was found detached from the tip end brazing, and was elongated with no separation damage. Lot history review revealed no anomaly with this lot. It is inferred that the rotational manipulation was given to the guidewire while its distal section was trapped in the target lesion, resulting accumulation of rotational force to the coil and detach of coil from tip brazing, and elongation.